Event description:
It was reported that one lead migrated, and the other lead was not providing effective therapy. Migration was confirmed via x-rays and imaging. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein one lead was explanted and replaced while the other lead was repositioned higher in the t spine to address the issue. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.